Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's reservoir is not working. The customer stated the insulin was not coming out. Customer tried to reset it, but insulin would not go through. Customer stated they were trying to fill tubing when the issue occurred. Advised customer the device will be replaced. The customer's blood glucose ranged between 98-130mg/dl.